Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 56 mg/dl. Customer discontinued troubleshooting. Customer was going to the hospital. Customer mentioned her blood glucose was 160 mg/dl at time of call. Customer will not be returning the device for analysis.